Event description:
It was reported that a patient with a 25mm surgical mitral valve, implanted for an approximately 8 years, 10 months underwent a valve-in-valve due to stenosis. The tmvr was performed with a 26mm 9750tfx.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7000tfx mitral valve, implanted for 13 years, underwent a valve-in-valve due to stenosis. The patient presented with heart failure and shortness of breath. The tmvr was successfully performed with a 26mm 9750tfx.

Manufacturer narrative:
H11: corrected date: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.